Event description:
The customer reported, the 9800 system had a crack in the hv tank wells and the hv cable candle sticks swelled up. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the hv cables. The system operates as intended.